Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited undersensing of the r-wave during analyzer measurement. It was noted the rv lead was connected to the device and the r-wave measurement was unable to be measured. The pocket was re-opened and the ra lead was disconnected; again, the measurement with the analyzer showed poor r-wave sensing. The rv lead was capped and then the physician chose to explant the lead and replace it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.